Event description:
It was reported that there was high impedance and an apparent lead fracture on the right ventricular lead (model 6947). It was also reported that there were high thresholds on the left ventricular lead (model 5071). The right ventricular lead was explanted and replaced, and the left ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Other text : trueisprint quattro secureimplantable tachy lead, it was reported that there was high impedance and an apparent lead fracture on the right ventricular lead (model 6947). It was also reported that there were high thresholds on the left ventricular lead (model 5071). The right ventricular lead was explanted and replaced, and the left ventricular lead was capped and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specification. Device evaluated and alleged failure could not be duplicated. Impedance, high lead(s), fracture of.